Manufacturer narrative:
(B)(4). After contact with the third party biomed, they have advised physio-control that the customer (device owner) has not decided on repair approval. The device has not been repaired and it is unknown if the device will be repaired. The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
A third party biomed reported to physio-control that a device they have in their possession appeared to be locked up. It was indicated that the service indicator was illuminated upon power up and the word service appears across the screen with all leds flashing. This is an indication that the device is locked up and could not be used on a patient, if needed. There was no patient use associated with the reported issue.